Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds. During the revision procedure, the cement packaging was damaged. However, this did not result in any patient injury and another package of cement was used to complete the procedure. No further information has been provided.